Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the clevis pin missing at the distal end of the instrument. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the missing clevis pin could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the small screw prevented instrument from being remove from trocar. The prograsp forceps instrument and trocar were removed together. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.